Event description:
According to the reporter: the study entered the info into the database and outlined a surgical site infection. The pt underwent surgery on (B)(6) 2011 for an l4 - l5 decompression and laminectomy where an incidental opening of the dura occurred and was treated with gelfoam, cottonoids and duraseal exact. Pt returned to the hosp on (B)(6) 2011 with erythema and wound dehiscence. A MRI was performed and revealed a fluid collection, possible pseudomeningocele; however, during the re-operation no csf or dural opening was noted. The wound was debrided and cleaned and the event resolved on (B)(6) 2011. Further info will be provided as it becomes available.

Manufacturer narrative:
(B)(4).